Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating that his doctor told him that his left hip implant is on the recall list. Patient is not quite sure of the month and day of his surgery, just knows it was in 2006. Patient also is now experiencing excessive levels of chromium and cobalt, breaks out in rashes, and has intermittent pain.